Manufacturer narrative:
Internal file number (B)(4). The device was returned and investigated. The reported gripper actuation issue was not confirmed via returned device analysis as the device performed as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not find any similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue, could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper actuation issues. It was reported that during device preparation of the clip delivery system, when the gripper lever was advanced, one gripper did not lower. Two additional attempts were made; however, the gripper would not lower. The device was not used, and the decision was made to use a second device. There was no patient involvement and no reported clinically significant delay in procedure. No additional information was provided regarding this issue.